Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon removed psl osteolock cup and 28 mm liner (osteolock) and removed securefit stem 28 mm ha from patient's left hip due to pain and osteolysis in greater trochanter. Operative not es dated (B)(6) 2006 (surgery date (B)(6) 2001) indicate that patient has bilateral osteonecrosis of the hips. Revised from a modular monopolar hip replacement to a tha. Per operative notes: "findings [at surgery] included erosive changes along the periphery of the acetabulum due to the slight oversize of the endoprosthesis. There were no other remarkable changes."